Event description:
It was reported that the insulin pump became unresponsive without alerting the customer. The blood glucose reading was 154 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to broken l2i/b. Unable to perform functional test due to blank display. The insulin pump was received with a cracked case at display window corners, display window, reservoir tube lip and battery tube threads. The insulin pump was received with minor scratched display window.